Event description:
Additional information received reported that patient dropped remote for deep brain stimulation in water and then began noting sensation of shocking. Patient could not turn off due to remote not working. Patient outcome was noted as no injury and no hospitalization; patient did not have concerns with his device or therapy.

Event description:
It was reported that the patient experienced a surging sensation on the right side of his body which began a week or ten days prior to report date. The patient programmer had gotten wet. It was stated that the active program caused stronger side effects, possibly the surging. Seven days later it was reported that the shocking was still occurring but not as bad. The patient was unable to see a physician when the incident occurred due to traveling. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 7482a66, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 64002, lot# n318868, implanted: (B)(6) 2012. Product type: adapter: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 3387s-40, lot# v165754, implanted: (B)(6) 2009. Product type: lead. (B)(4).